Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while performing a routine check on the device, the 36-year-old female was inadvertently shocked by the device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (serial number). Evaluation: the device or device logs were not returned to zoll medical corporation for evaluation. The customer was contacted and confirmed the nurse performed a manual 30j test on the device while the device was connected via electrode pads to a patient. It was confirmed there was some confusion regarding when users could/could not perform a manual 30j test. It was explained to the customer the manual 30j test procedure and automated test procedure can only be performed when the devices is shorted. If a manual 30j test is performed with pads on a patient, it will deliver a clinical shock. No trend is associated with reports of this type.